Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product returned.

Event description:
Head keeps coming off - oral-b [device breakage] metal pin looks flatter - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head kept coming off of the oral-b triumph toothbrush. The metal pin also looked flatter. No injury was reported. 13-may-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3764. The suspect product lot was r44451722. No injury was reported.

Event description:
Head keeps coming off - oral-b [device breakage] metal pin looks flatter - oral-b [device physical property issue] case narrative: male consumer via phone stated that the oral-b toothbrush head kept coming off of the oral-b triumph toothbrush. The metal pin also looked flatter. No injury was reported. 13-may-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3764. The suspect product lot was r44451722. No injury was reported. 26-jul-2024 case update from information initially received on 24-jul-2024: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
06-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.